Event description:
The facility representative contacted baxter on (B)(6) 2010 to report that a colleague infusion pump had failure code 500:320:654:0000. The event occurred during patient therapy and therapy was interrupted. The event occurred in the chemotherapy department on (B)(6) 2010. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown.there is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).